Event description:
It was reported that during a laparoscopic cholecystectomy the position of the first clip was normal. The second and third clip did not line up, so they were not fixed around the duct. Surgeon had to remove the clips and then checked instrument again for good clip formation. The device fired again with a good result. Also, the firing trigger of the device rotated a little when firing the device. The event did not change the orginal intent of the procedure. There was no pt consequence.